Event description:
The customer is in the e.r. Because the pump over delivered insulin. The customer was changing the set and when customer was going to the fixed prime mode, customer pressed the activate button and the device did not show the numbers. The customer held the activate button for three seconds, then pressed again, but customer did not see the number. The customer repeated again the priming and saw the pump shooting the insulin out. The reservoir was low and noticed that customer had an over infusion so they rushed to the hosp. Bgs were treated. Instructed the customer to call the help line if furtter assistance is needed.